Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer for evaluation. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a coil embolization procedure, the embolization coil stretched and detached inside the microcatheter. The coil was removed from the patient. There was no reported patient injury or additional intervention. The patient is currently reported to be doing "great."

Manufacturer narrative:
The investigation of the returned coil system found the implant to be severely stretched and detached from the pusher. There was no evidence of thermal detachment by the controller on the pusher's heater coil. The damage to the implant is consistent with the device being subjected to retraction forces that exceeded the strength of the monofilament.